Event description:
It was reported that over the prior few days, the patient had been getting locked out personal therapy manager (ptm) bolus¿s when the patient think they shouldn¿t. It was noted that the pa logs were not showing an uplink issue. It was reported that the ptm tech report showed multiple lock-outs. It was noted that the timing on the programmer was off 2 hours. It was reported that patient had withdrawal. It was noted that the patient had symptoms of anxiety, agitated hot flashes, increased pain and crawling skin. It was reported that patient was seen in the emergency room two times on 2014 (B)(6) and then was admitted to the hospital overnight for the symptoms. It was noted that there were no alarms. It was noted that the healthcare provider (hcp) did a roller study and was negative with no stalls in the pump logs. It was reported that there were no volume discrepancies. It was noted that the pump was used to infuse bupivacaine and morphine. It was noted that the patient¿s healthcare provider requested a new ptm. It was reported that the patient was locked out the night prior and showed a time remaining of 4 hours. It was noted that the lock-out is 4 hours and the dose restriction interval (dri) was ¼. It was reported that the pa logs from the pump showed that the bolus actually given and there was an 88 and 89 in the same minute at 10:34. It was noted that the night prior, the patient thought he did not get it and tried again just after midnight and was denied for ¿intl¿. It was reported that this was confusing to the patient, but it was legit because, the patient truly got the bolus at 10:34. It was noted that the patient had some issues sunday-tuesday and then again the night prior to report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 591-38, lot# d21515, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).